Event description:
The manufacturer received information alleging a ventilator inoperative condition occurs. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a 'vent inop" code was found in the error log. The device's main board was replaced to address the issue. The blower kit and inlet foam kit were also replaced as preventive maintenance, which are not related to the vent inop issue.